Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing.

Event description:
On 1/27/2023 it was reported by a distributor via sems that (3) ar-3638 knotless fibertak failed to transfer the repair suture back into the anchor due to the black/white suture snapping when shuttling the repair stitch. The shuttle suture snapped at the round suture portion and not the tape side. The surgeon used 4 additional ar-3638 knotless fibertak from different lot numbers to complete the case. This was discovered during a bankart procedure on (B)(6) 2023. The broken sutures were removed from inside the patient.